Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening curved on radius. Leak test and microscopic analysis was performed which identified: striated opening on radius and sharp opening on anterior (valve bond edge). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius and radius assessed as surgical damage. A sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
The device has been explanted.